Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed g-code: mechanical (g04) - head. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single axillary view of the left shoulder demonstrates a left total shoulder arthroplasty with anterior dislocation of the humeral head. Possible loosening of the glenoid component posteriorly and the humeral stem. Possible screw fragment within the greater tuberosity, poorly evaluated. Further follow ups indicated that this possible screw fragment is an anchor from a previous procedure and the surgeon was happy with the glenoid fixation. A definitive root cause cannot be determined. The reported event is confirmed with the mmi review stating dislocation of the humeral head is present. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised as they had dislocated and their shoulder was sitting anteriorly for an unknown period of time. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2: australia. D10 - medical product: catalog #: pm0001410, nerney lt pm mini conv glenoid, lot # 676870, catalog #: cp0001156, mini convertible e1 liner, lot # 076370. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02426 h3 other text : requested but not returned by hospital.